Event description:
During lead implant, the stylet was inserted and while withdrawing the stylet, material detached from the proximal end of the lead. The lead was replaced and the event resolved. The patient was stable.

Manufacturer narrative:
The reported event of lead damage was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped stylet coating inside the inner coil at the connector region consistent with procedural damage.